Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (unable to power on monitor) was due to the battery being excessively discharged. The battery was not being regularly charged every 24 hours (battery was used for 36 hours without being recharged) however, upon investigation a reportable malfunction was found. The cause for the failure was isolated to a loose busbar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.